Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer was unable to provide any further details. No further details could be obtained regarding the event, and the customer could not confirm if the issue was resolved. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume, and low minute ventilation diagnostic codes. The device was in clinical use when the issue occurred, the patient was removed from the ventilator without incident. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low tidal volume, and low minute ventilation diagnostic codes. It was reported that the biomed evaluated the device, and the issue could not be duplicated. The biomed then reported that the event log was reviewed, and error 120e (alarm message: low minute ventilation) and 120f (alarm message: low tidal volume) were documented; no other error codes noted. The rse recommended that the customer perform a full performance verification test (pvt), and to replace the air inlet filter as a precaution.